Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an eval shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the keypad buttons were intermittently unresponsive. The pt reported that the up arrow, down arrow, and ok keypad buttons have been intermittently unresponsive for the past couple weeks. She noted that the buttons sometimes spring back as expected, but other times the button feel hard. The pt denied physical damage to the pump; denied that the pump has been exposed to water; and stated that she wears the pump in her bra or a pocket.